Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a lot of chest pain, and her blood glucose level was raised as she was not getting insulin (the tubing was blocked) therefore she ended up having blood glucose level over 600 mg/dl. Further, she tried to treat the issue with insulin pens/ needle and had changed the infusion set on (B)(6) 2019. Upon removal of the infusion set, it was found to be bent but no alarms. On (B)(6) 2019, the blood glucose levels were 550 mg/dl (at the time of the incident) and experienced diabetic ketoacidosis for which she was admitted to the hospital at 3:00 pm. During hospitalization, she received insulin intravenously and had investigations for her heart. The patient was still in the hospital as per report dated 20-nov-2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.